Manufacturer narrative:
The company service representative examined the system and did not duplicate the problem reported. The handpiece primed and tuned with no problems. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4)

Event description:
The facility scrub technician (st) reported a corneal burn. The st stated that during the case the occlusion bell was sounding. The system primed and tuned with no problems during set up. Additional information received from the surgeon stated the corneal burn occurred during the second pass while sculpting. The surgeon stated a system message displayed noting the handpiece was occluded. The wound was sutured. The surgeon declined to provide any more information.